Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 500 mg/dl while using the ilet and infusion set, with persistent high readings despite pump-delivered correction doses and no apparent infusion set leak; the event was considered to have unclear cause with insufficient device information, and the device component was not identified due to limited details. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, as well as guided troubleshooting and education focused on an infusion site change. Investigation of this case revealed no findings available, and the medical device problem and specific component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.